Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was indicated that patient had an antibiotic spacer placed on (B)(6) 2021. Patient fell and dislocated his hip. He also broke the acetaular cup spacer away from his bone during this fall. A new acetabular component was cemented in place and the neck length was upsized. Patient is a non compliant patient per doctor. Loosening interface is bone to cement and the cement manufacturer is unknown. Doi: (B)(6) 2021, dor: (B)(6) 2021.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). H10 additional narrative: added d4- lot number. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.